Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the corrosion was attributed to water leakage caused by a tear in the a-rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the light guide cover lens, ultrasonic connector, electrical connector, and scope connector had corrosion due to water leakage on the bronchovideoscope. There was no patient involvement.